Manufacturer narrative:
An event of calcification, high gradient, and dyspnea during exertion was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a 21mm trifecta valve was implanted. The patient has a history of dyspnea, leaflet and annular aortic valve calcification, hypertension, and hyperlipidemia. On (B)(6) 2019, transthoracic echocardiogram (tte) revealed calcification on the valve with mean gradient of 58 mmhg and pulmonary insufficiency of 17%. The patient was symptomatic with significant dyspnea during effort. On (B)(6) 2019, the patient was hospitalized for feasibility assessment of a valve in valve type procedure. The patient is a stage 3 dyspneic, due to stenosing of the bioprosthesis valve from calcification. No medication or surgical treatment was given to the patient. The assessment result was to not have a valve-in-valve procedure.